Event description:
Bravo receiver #6 was prepared for the patient pared with capsule #332a. After the capsule was placed in the esophagus at 25cm, the receiver failed to communicate with the capsule. In the event that the receiver might start functioning, the faulty receiver actually went home with the patient. The receiver did start communicating with the capsule several hours later such that an almost complete study was accomplished. Upon return, the receiver was taken out of circulation for evaluation by the manufacturer. Manufacturer response for capsule used to monitor and diagnose disorders of the gastrointestinal tract, bravo receiver (per site reporter): not returned to date.